Manufacturer narrative:
Section g3: correction section g4: additional information - rationale for correction to section g4 in the prior supplemental report: this event was previously reported under MFR #2916596-2019-02857 (report submitted on 23jul2019). The information was duplicated in this report on 29aug2019 to indicate a separate event with the same patient and is the reason why section g4 was corrected to 29aug2019. Manufacturer's investigation conclusion: although the reported speed drops below the low speed limit were confirmed via the submitted system controller log file, the cause could not be conclusively determined. There were pump stops recorded on 11jul2019 from 9:58:39am through 10:24:37am that appeared to have taken place during the external driveline repair. However, additional drops in speed were recorded on 11jul2019 from 10:57:33am through 10:58:15am, ranging from 5970 rpm to 8060 rpm. The speed drops did not last long enough to trigger a system alarm and the pump flow was recorded from 3.4 lpm to 4.7 lpm during this time period. The events occurred when the device was operating on the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The system resumed operating at the set speed after each event. After the patient was placed on an ungrounded patient cable, no additional low speed advisory alarms were recorded. It was reported that the patient had an external driveline repair. After the repair the patient was attached to a power module and experienced multiple speed drops with low speed alarms. The issues resolved when the patient was placed on batteries. The patient is now on an ungrounded cable. A new ungrounded cable was ordered for the patient. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The most recent revision of the heartmate ii lvas IFU is rev. C. This IFU discusses damage due to wear and fatigue of the percutaneous lead. The system monitor section outlines the low-speed alarm. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Alarms and troubleshooting outlines all system controller alarm conditions, including the low flow hazard alarm and low-speed alarms as well as the appropriate actions associated with them. The most recent revision of the heartmate ii lvas patient handbook is document rev. B. This handbook contains a section on ¿caring for the percutaneous lead¿; however, all heartmate ii percutaneous leads have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR # 2916596-2019-02857. Approximate age of device ¿ 7 years 6 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient had an external driveline repair on (B)(6) 2019. After repair while patient was attached to power module, there were multiple speed drops noted with low speed alarms. Issues resolved when placed on batteries. Patient was put on an ungrounded cable. Per tech service, the log file confirmed speed drops